Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: 1. The white pad was completely missing from harmonic clamp arm. 2. The missing piece was eventually found outside the patient. They did spend time looking inside the patient before it was found with no luck. 3. 3. This procedure was not converted to open. 4. 4. The missing white pad was located and will be sent back with harmonic. 5. 5. No patient consequences. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harh36 device was returned with the tissue pad detached and returned. The device was connected to a test hand piece and a gen11, and the device did activate during functional testing. No "relax pressure on blade" alert screen was displayed during the test the device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. A manufacturing record evaluation was performed for the finished device lot/batch w7013f, and no non-conformances were identified as part of the quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a paraesophageal hernia repair possible mesh esophagogastroduodenoscopy procedure that the generator gave the error code for too much pressure. Unknown as to how the error for too much pressure was resolved. Procedure was continued with the same harmonic. Harmonic was activated a couple more times at which point it was noticed that the tissue pad was missing. Pad was unable to be found in the patient but was later found on the floor. A second harmonic was used to continue with the procedure. There were no adverse consequences reported.